Event description:
(B)(4). Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient stated that "why is it not working at all when before it was working semi?".patient stated since having ins implanted in (B)(6), his device was "working pretty well but not that well", and now "it's not hardly working at all".patient also reported loss of therapy. Troubleshooting was performed and patient was on program 2 at 1.3 and confirmed that they could feel stimulation at a comfortable level. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the implantable neurostimulator (ins) battery depletion (not clear if hcp was referring to previous ins or new ins) was due to normal battery depletion and that the patient prefers higher settings. The hcp stated that the cause of the device "not working at all" with the newly implanted ins was battery depletion. The hcp reported that device "not hardly working at all" was resolved, and that it was reinstalled. Patient weight was updated. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the device not working was due to the battery was depleted. The health care professional stated that the patient has been [illegible] seen twice by the local representative after the new battery has been placed and the device was checked at the time of surgery. The hcp deemed it okay. There were no symptoms or further complications reported or anticipated.